Event description:
It was reported that the device restarted during use on a patient. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted during use on a patient. There were no health consequences for the patient reported.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file a device restart could not be confirmed. The log file analysis revealed a communication error between the cockpit and the ventilation unit of the device due to a temporary failure of the cockpit. Immediately afterwards, the device was switched off by the user via the rocker switch. The next time the device was started, the cockpit performed a restart as specified. The ventilation was not affected by the cockpit failure and continued as set until the device was switched off by the user. It is recommended to test the device according to the manufacturer's instructions before putting it back into operation. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. In case of a cockpit restart the user would be alerted by the internal piezo speaker. The ventilation would not be affected and continues as set. Relevant ventilation parameters are displayed on the oled-display of the ventilator. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury if the malfunction were to reoccur.